Event description:
It was reported that the battery voltage depleted rapidly after one month being measured at 2.45v. The device was explanted due to a suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of premature battery depletion was confirmed. A longevity calculation was performed and indicates that the battery voltage was lower than expected given the programmed parameters that were available. With another battery attached, the power consumption of the ICD was found to be normal. The original battery was returned to the vendor for destructive anal lysis. No battery anomalies that could lead to internal loading were detected. The cause of the battery depletion was not determined.